Event description:
Patient scheduled for capsulectomy with breast implant exchange. Dr requested mentor resterilizable sizer to be used which apparently is a new product on the market and first time seen by surgery center staff. The mentor gel implants were stacked on the cart with the resterilizable sizer. I opened the resterilizable sizer to field and it was placed in 50,000 units of bacitracin in 1000 cc 0.9 ns for washing. Dr then started placing sizer in patient when she asked about another item from the box. I then picked up the box to check and noticed the small triangle which stated "non sterile." Dr immediately informed and sizer was removed from field. Entire surgical field set up changed. Patient reprepped and ancef 1 gm. Ivpb given. Wound irrigated with fresh bacitracin 50,000 units in 1000 0.9 ns. I do not remember, nor does dr remember seeing a red label stating "non sterile" that was on the top of the other unopened reusable sizer. Three nurses who were called in the room to assist went through the bag of trash and no red "non sterile" sticker was found. Outer box and outer plastic wrap was found, minus red warning sticker. The sizer inner package opened just like all other sterile implants do as we have been using all along.